Event description:
Caller states that during correlation, the following coaguchek s/coaguchek xs results were obtained: coaguchek s system 1/coaguchek xs: 2.4 inr/1.9 inr. Coaguchek s system 2/coaguchek xs: 2.5 inr/1.9 inr. Coaguchek s system 3/coaguchek xs: 2.8 inr/2.1 inr, 4.5 inr/3.3 inr, 4.5 inr/3.3 inr. Coaguchek s system 4/coaguchek xs: 1.5 inr/2.0 inr, 2.0 inr/2.5 inr, 2.1 inr/2.8 inr. No action was reportedly taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system 4. Reference medwatches with a1 pt identifiers: for suspect device in coaguchek s system 1, for suspect device in coaguchek s system 2, for suspect device in coaguchek s system 3, for suspect device in coaguchek xs system.